Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, approximately 1.5 years post implantation the patient required poly insert revision due to ¿patient was loose and hyperextended¿. Reportedly, the primary 10mm was replaced with a 15mm to rectify. It was communicated that neither the requested medical documentation nor the explant was available for evaluation as the account keeps explants. Reportedly the root cause of the revision was the looseness and hyperextension; however, without the requested medical documentation, the clinical root cause of the reported event could not be assessed. The patient impact beyond the reported events and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient was loose and hyperextended; therefore, a revision surgery was performed on (B)(6) 2021 to swap a journey ii bcs xlpe art insert size 3-4-rt 10mm. A 15mm insert was used to rectify. No other complications were reported.